Event description:
Blood debris in surgical instrument tray under storz hollow shaft motor 26713030. Motor appears visually clean before packaging for sterilization. After steam sterilization visible blood/debris particles are noticed. Sterilization process releasing blood from inside motor. Motor cannot be taken apart for cleaning per MFR.